Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that her blood glucose level dropped below 50 mg/dl and went up to 400 mg/dl. The customer took a bolus to treat her high blood glucose level and had juice and cereal to treat her low blood glucose level. The device was not returned.